Manufacturer narrative:
Device passed displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, gray/faded displays, or unexpected display anomalies were noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working right. The customer reported that the display was solid white. Troubleshooting was assisted. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.